Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported screen blanks out while beeping, which was reproduced at power up as a white screen and truck alarm. The cause was determined to be a failed input/ output printed circuit board (I/o pcb). The I/o pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the screen blanks out and beeps. There was no patient involvement no additional information is available.